Event description:
It was reported while using the bd max¿ system, bd max¿ instrument to test for sars cov2 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. (B)(4).

Manufacturer narrative:
Investigation summary: the complaint of "contamination" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Fse performed multiple decontamination cleanings. Decontaminated all kits and shelving in storage area. Re-cleaned previous areas and performed patient testing run with em samples. Made suggestions to lab supervisor to help eliminate future contamination. Final run with environmental samples shows no contamination. Instrument has been given back to customer for patient testing. The complaint is not confirmed as a failure of the bd product. The root cause is likely related to "cleanliness". The investigation consisted of a review of the service notes, the instrument installation/ service history and related customer complaint data. No parts or material were returned to bd for investigation. No new risks, trends, or hazards were identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using the bd max¿ system, bd max¿ instrument to test for sars cov2 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4).